Manufacturer narrative:
Evaluation summary: no products were returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Zip code was not indicated. (B)(4).

Event description:
Multiple surgeons who participated in a study reported via a presentation that 64 enrolled patients experienced the following results from three years of follow up: 18 patients experienced a loss of best-corrected visual acuity (6 of which were considered to be associated with the device), 18 patients experienced a hypertensive spike, 14 patients experienced iritis (uveitis), 6 patients experienced hypotony, 10 patients experienced maculopathy (three associated with hypotony), and two patients experienced endophthalmitis; four cases of malposition of the device, one case of device migration, and one case of device obstruction were also reported. Additional information has been requested, however none has been received to date.